Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue of the device not powering on. Stryker did observed that the device unexpectedly reset itself when attempting to deliver a shock. Stryker determined that the cause of the observed reset issue was due to a white energy capacitor wire being disconnected from a pcb-mounted jack connector, designator j18. The device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.